Manufacturer narrative:
This complaint is a "clinical study", patient information is not available for reporting. This report is for unknown fixation nail advanced (tfna)/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tfna clinical registry/study: it was reported the patient had a trochanteric fixation nail advanced (tfna) procedure on an unknown date. Approximately 3 months after surgery, the patient had difficulties with mobilization and suffered from extreme pain in the groin area. Patient experienced lateral migration of the blade referred to as ¿secondary displacement.¿ based on x-ray (unavailable) finding of incipient arthrosis, the patient was treated conservatively with physiotherapy and infiltration with xylocaine. The patient was diagnosed with secondary displacement of the implant. Surgery delay and patient outcome were unknown. It was reported the events were associated with the surgery and not related to the tfna nail. It was later reported the patient experienced but the event was confirmed not to be related to the implant. This report involves one device.this report is 1 of 1 for (B)(4).